Event description:
It was reported the subject device had no image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported failure of no image was not confirmed. However, the following reportable malfunction was identified during the device evaluation: noisy screen. Based on the results of the investigation, the root cause for the no image could not be determined as the reported issue was not reproduced. In regards to the noisy screen, it is likely the issue occurred due to a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.